Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a broken air/water channel which did not allow the air to flow. There were no reports of patient harm. During the evaluation the following reportable malfunction was found: the nozzle was clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported malfunction documented in b5, the additional nonreportable findings are as follows: the insertion tube had buckles and dent, the distal end plastic cover had chips and the bending section cover glue had a crack. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided becomes available.